Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold measurements. Moreover, computed tomography (CT) scan result showed rv perforation. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.